Event description:
A journal article was reviewed that contained information regarding these leads. During the implant procedure, the patient experienced two pulmonary air embolisms (pae). The paes were resolved and the patient was discharged from the hospital uneventfully. The leads remain in use. Additional information obtained through follow up indicated that there were no allegations against the leads' performance. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "repeated massive pulmonary air embolism during pacemaker implantation." Interact. Cardiovasc. Thorac. Surg. December 1 2012;15(6):1085-1087.